Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are not able to connect to their implant to see the battery levels or therapy settings. Patient stated the only way they can get a reading from it is when they plug in the recharger and put it over their implant. Patient said they spoke with a manufacturer representative (rep) about this over the phone and also mentioned seeing the rep a couple weeks ago at a meeting and the rep directed the patient to follow-up with patient services (pss). Agent had the patient attempt to connect to ins with the controller - patient reported seeing no device found. Patient plugged in the recharging antenna and was able to start a charging session with excellent charge quality - patient confirmed the controller battery was 100% and the implant battery was 70%. Patient reported that the doctor did not put the ins in a very convenient spot and said they used to need to recharge the ins battery every couple days but now they need to recharge it almost every day. Agent directed patient to stop the charging session and unplug the recharger. Patient then reported that the connected to the ins again, have group a active but stim is off. Patient was able to turn stim back on during call. The troubleshooting steps that were taken on the call resolved the issue.